Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the screen on insulin pump kept scrolling. Customer's blood glucose was 308 mg/dl, treated with manual injections. Customer thinks that she is high due to the device not administering insulin. Customer reported that she was at the beach and did not put the device in a ziploc bag. The device did not get any water on it, but she did wear the device on her wet bathing suit and the device had a small crack near the reservoir. Customer also stated the device has been dropped several times. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, unexpected restart error, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked belt clip slot.